Event description:
It was reported that the patient was charging more than expected. After adaptive stimulation was programmed, the patient could go about a week from full charge until the battery would be depleted. The battery was depleting much faster at the time of the report. The patient just charged it fully the day before the day prior of the report and it was already fully drained again. The implantable neurostimulator (ins) battery was draining faster than usual starting two days prior. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).